Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer reported intermittent sealing. The button on the e-100 generator became orange without a noted warning notification on the vision cart. The customer restarted the e-100 generator and the same orange color around the button appeared again without notification on how to recover or cause of issue. The issue was resolved once vessel sealer was replaced with new product replacement. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting intermittent sealing, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was able to confirm the customer reported complaint. The instrument failed energy recognition. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The integrated cord was plugged into both the erbe generator and the e-100 generator but failed to be recognized. The instrument passed electrical continuity. The conductor wire had no obvious damage.

Manufacturer narrative:
Advanced failure analysis confirmed the initial failure analysis results. Laser ids of the radio frequency identifier device (rfid) tag and integrated cord were checked using rfid editor and maintenance application and a mismatch was noted. That was responsible for the energy recognition failure observed.

Event description:
Refer to follow-up information.